Manufacturer narrative:
The complaint investigation for false reactive alinity I cmv igg results and falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Through a review of the alinity I, serial number (B)(6), instrument logs, customer service found the alinity pipettor probe, list number 03r96-01, needed to be replaced and requested the customer replace the probe and calibrated the r2 probe, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.

Event description:
The customer observed false reactive alinity I cmv igg and falsely elevated alinity I toxo igg results for several patients. The following data was provided (cmv igg >/=6.0 au/ml is reactive; toxo igg >/=3.0 iu/ml is reactive): result was positive for cmv igg with samples known to be negative. Initial cmv igg result was 31, repeated on another analyzer was <1.1 au/ml. Sample ID (B)(6) initial cmv igg result was 9.6, repeat was 2.2 au/ml initial toxo igg result was 5 iu/ml, repeat on another analyzer was negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID 10208045270011. All available patient information was included. Additional patient details are not available.